Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 13. Details of surgery: sinus augmentation and immediate extraction site. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with bone type IV and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: mobility, swelling and inflammation. No further patient complications were reported.